Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was received inside the sheath, and the device was bloody. The implant was deployed outside of the sheath during the lab analysis. The implant was consistent with the reported information. The hub, valve, shaft, tip, and core wire were inspected. Inspection revealed numerous kinks in the sheath, anchor damage, sheath damage (flattened/abrasions), core wire was kinked 14 mm from the tip, tip damage (tricuts folded/flattened/abrasions/slight separation of layers/markerband flattened) with the tip and sheath flattened for 20 mm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was further reported that the patient's heart rate slowed down and pericardial effusion was ruled out.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00727. It was reported the patient experienced shock. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was deployed. After deployment, they prepared for an ultrasound of the esophagus. They then noticed that the patient was ¿uncomfortable¿ during the procedure. The physician believed the patient had a hypersensitivity to the contrast. The patient experienced shock, so medication was administered and the patient recovered. The closure device was fully recaptured. The procedure was aborted and the patient is now stable.